Event description:
It was reported that the patient¿s lead moved in (B)(6) 2012. A lead revision occurred in (B)(6) 2013 in which a paddle lead was implanted. Additional information regarding this event was requested. If received a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).